Event description:
It was reported that during maintenance inspection on 13 nov 2023, the following failure descriptions were noted: missing ce mark; calibration issue; damaged comb; worn bottom roll; missing bearing; defective accessory return. There was no patient involvement, impact, or harm reported as device was only returned for preventive maintenance. Due diligence information complete. At investigation the device failed the test cut.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: great britain. H10 additional reports ran: mdr362075, mdr362026. Review of the most recent repair record determined he cutters failed the sample mesh test; however, the repair was not completed because cutters are not repairable. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.